Event description:
It was reported that at the start of the procedure, the physician and his nursing staff had recognized that when the fiber was put into the cystoscope, the aiming beam was coming out the end (end firing) of the fiber once the console was placed into ready mode. The physician decided not to take any risks with the potential firing of the laser energy into the bladder and changed to a second fiber to complete the case. It was reported "no detrimental outcomes to patient from this issue."

Manufacturer narrative:
The component codes refer to the results code. Fiber analysis: the fiber exhibited a circumferential fracture of the glass cap, distal to the fiber/cap fusion zone. The fiber proximal to the fracture can rotate independently off the metal cap. It was also noted that the fiber showed no sign of usage. The identified issues noted may activate the fiberlife function which would modulate the power showing a pulsing beam and system would be placed into standby mode. The potential for forward firing may exist. The failure was most likely due to manufacturing defect/user handling related to anatomical/procedural factors encountered during the procedure.